Event description:
Healthcare professional reported rupture of left prosthesis diagnosed via ultrasound. Later reported "well-defined nodule of about 6mm in largest diameter, with oval morphology located in the left breast" "in the left armpit several siliconomas" from ultrasound. Later reported capsular contracture baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings assessed as surgical impact opening (shell thickness within specification). ¿ granuloma: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ migration: unable to observe as it is not related to the device. As per the investigation procedures non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture of left prosthesis diagnosed via ultrasound. Later reported "well-defined nodule of about 6mm in largest diameter, with oval morphology located in the left breast" "in the left armpit several siliconomas" from ultrasound. Later reported capsular contracture baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture of left prosthesis diagnosed via ultrasound. Later reported "well-defined nodule of about 6mm in largest diameter, with oval morphology located in the left breast" "in the left armpit several siliconomas" from ultrasound. Later reported capsular contracture baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "in the left armpit several siliconomas", capsular contracture baker grade IV.

Event description:
Healthcare professional reported rupture of left prosthesis diagnosed via ultrasound. Later reported "well-defined nodule of about 6mm in largest diameter, with oval morphology located in the left breast" "in the left armpit several siliconomas" from ultrasound. Later reported capsular contracture baker grade IV. The device has been explanted and replaced with another manufacturer's device.